Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two kinked cannulas event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump, multiple daily injections. The site of insertion was upper buttocks and side of the body. The infusion set was in use for less than seventy two hours. The patient replaced infusion set and resumed insulin deliveries successfully.